Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their device, making the touchscreen unresponsive. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide information. Technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as backup therapy.